Event description:
It was reported that the display on the magnet/non-magnet report showed in a "block" format instead of the usual waveforms format. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.